Event description:
Patient was experiencing severe pain and an x-ray revealed some wear and possible loosening of the tibia. During the surgery, it was discovered that the patella was free-floating and baseplate was loose. The baseplate and patella were revised.

Manufacturer narrative:
Evaluation can not be performed because the device was not returned to howmedica. There is no evidence that the device failed to meet specifications.